Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for ketoacidosis. The patient's blood glucose level was in the 400's mg/dl and 500's mg/dl prior to the hospitalization. The patient was treated with regular and "nph" insulin at the hospital. The blood glucose level was 151 mg/dl during the hospitalization and 335 mg/dl when she was discharged. The patient was released from the hospital on (B)(6) 2023.